Event description:
A nurse reported that a secondary infusion emptied faster than intended. No details of the event are known. The tubing and devices were not sequestered. There was no report of patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Unable to determine the root cause of the secondary infusion emptied faster than intended. The product will not be returned. The tubing has been discarded and the devices were not sequestered.